Event description:
It was reported that when the dynalink was advancing on the guide wire, it felt a little snug; however, the device was advanced to the lesion. The stent deployed successfully. When the stent delivery system was removed, it was noted that the tip had become separated and was stuck on the guide wire.